Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 9 had come off the railing, a field service engineer went to the station, removed all cubie pockets, and took out the damaged drawer. Then unpacked and inserted the new drawer, installed and connected the bus cable in the cabinet, powered up the station, configured the drawer, and reinserted all cubie pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer and pocket was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.